Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified left circumflex (lcx). A 2.5x15mm apex balloon catheter was advanced to the lcx or predilation. During the first inflation, the balloon ruptured at 13 atms after 15 seconds. The device was successfully removed from the pt and the procedure was completed with another of the same device.

Manufacturer narrative:
.